Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the patient interface did not fit firmly on the patient's left eye but continued with the procedure anyway. The flap was noted as incomplete and the procedure was canceled. The patient will be seen in follow up at a later date and photorefractive keratectomy will be scheduled.

Manufacturer narrative:
Additional information provided: based on assessment, the product met specifications at the time of release. The sample was not returned. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).